Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verio2 meter displayed inaccurately high results when tested with control solution. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the meter was reading inaccurately high when tested with control solution at 8:00am on (B)(6) 2016, and the patient obtained a result "above the mid-level 3 range." The patient manages his diabetes with oral medication, diet and/or exercise. The reporter claimed that following a doctor's office visit on (B)(6) 2016, the patient increased his metformin medication from 500 mg twice per day to 1000mg twice per day between (B)(6) and the date of the call to lfs. The reporter denied that the patient had developed any symptoms as a result of the alleged issue and no further treatment or medical intervention was specified. The reporter also denied that any other device had been used to test the patient's blood glucose levels. During troubleshooting, it was established that the patient's test strips had been stored correctly, the test strip vial was not cracked or broken and the meter was set to the correct unit of measure. The patient had used the correct testing steps and the correct control solution which was within expiry date and had been stored correctly. The cca walked the reporter through a control solution retest and the result of 184 mg/dl fell outside the range expected. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The lay user/patients test strips have been further evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.